Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with noise on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable before during and after.

Event description:
New information received on apr 25, 2019, indicates that the noise was oversensed, and the patient received inappropriate anti tachycardia pacing.